Event description:
The us complainant had a cp placed for support after the 5.5 failed to deliver. The cp was supporting and had loss of optical signal. No harm or injury noted and console was replaced. This was seen on day 2 of the support. The team replaced the automated impella controller (aic) and transferred the pump to a new aic. Later on day 3 of the support the patient experienced ventricular tachycardia (vt) that prompted shock x3. The pump additionally had position adjusted within the left ventricle. Later on day 6 the patient had more vt runs x6. The patient this time was not shocked. The patient later expired on day 7 after care was withdrawn.

Manufacturer narrative:
The impella device was returned and evaluated. The root cause of this issue was an optical bench fw communication protocol anomaly, resulting in misalignment of data communication packets received by epc. This is one of two medical device reports associated with the event. Refer to initial medical device reports for automated impella controller serial number (B)(6) and impella pump serial number (B)(6) with date of report: november 12, 2024.